Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shown error message that unexpected data error occurred, cannot access database. Tried reboot but failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unexpected data error occurred, cannot access database. A technical support specialist (tss) deleted the existing database and rebuilt it using the control panel. The device was then synced successfully. The customer confirmed that the system was functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.